Event description:
It was reported that the right atrial (ra) lead had declining, variable, and low impedances. It was also reported that the ra lead had noise with oversensing on stored electrogram episodes. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were atrial high rate episodes with apparent oversensing. The atrial lead weekly impedance trend was variable from approximately 400-525 ohms. Minimum atrial impedance measurements since november 2014 were trending downward, with the lowest measurement of 336 ohms. (B)(4).